Event description:
The cardiologist attempted arteriotomy closure using a prostar xl 10 f device. One needle did not present. The cardiologist could not back down the device. He enlarged the dermatotomy, and extracted the deflected needle using hemostats and closed the patient manually. The patient did fine.